Event description:
During an in-clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed noise resulting in oversensing. The physician suspects insulation damage, although it was not confirmed. Diagnostic imaging was performed and revealed no anomalies. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.